Manufacturer narrative:
(B)(6). Patient code: (B)(4) (no known impact or consequences to the patient). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported by a nurse, "that the ett connector broke as they were ¿fixing it¿ on the patient (baby)". The ett tube was removed and replaced with the same type of product from a different lot. The nurse reported there was no harm to the patient. Additional follow-up confirmed that the ett connector broke, not the tube itself. The reporter also stated that this was a one-time incident for the ett product. A photo was provided depicting the reported issue. No further details have been provided.

Manufacturer narrative:
A review of the last three (3) product monitoring reviews pmr's for trends indicated no trends for this issue on this product. Historical complaint data from august 01, 2015 to august 31, 2017 was reviewed as it relates to the reported event. A total of (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).